Manufacturer narrative:
Correction: date of event, describe event or problem, concomitant med prod data additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had possible under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient's chemotherapy was attached to the secondary line using a closed system transfer device. Once the secondary line was unclamped, the fluid began free flowing into the primary bag. The primary line was clamped and in the pump at the time. There was patient involvement but no harm.

Event description:
It was reported that the patient's chemotherapy was attached to the secondary line using a closed system transfer device. Once the secondary line was unclamped, the fluid began free flowing into the primary bag. The primary line was clamped and in the pump at the time. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.